Event description:
It was reported that the implantable pulse generator (ipg) was at normal elective replacement indicator (eri). During the generator change it was noted that the right atrial (ra) lead switched to unipolar and demonstrated low impedance. The physician questioned if there was a header issue. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.